Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The low amplitude or poor morphology allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues or abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurements. The lead was explanted. No additional adverse patient effects were reported.